Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "early or late postoperative, infection, and allergic reaction."

Event description:
It was reported that patient underwent partial knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed (B)(6) 2013, due to infection. The joint was washed out and the bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay sterile certification information has been reviewed, which was unavailable at the time of the initial medwatch. Review of sterilization certification confirms devices were sterilized in accordance with iso 11137-2.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed (B)(6) 2013 due to infection. The joint was washed out and the bearing was removed and replaced.